Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and reviewed with an npd engineer. Visual observation revealed the distal tip of the anchor is broken. In addition, the anchor and shaft could not be detached. This compliant can be confirmed. A possible root cause would be during the assembly process where a spacer is needed to be used to ensure there is a gap prior to sterilization, as the anchor shrinks during sterilization. If the spacer was not used, this issue can occur. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, it was observed that the 4.5 healix peek anch.w/ocord device and the shaft could not be detached. According to the reporter, the tip of anchor was broken in bone when surgeon pulled on the shaft strongly. The broken piece was still implanted because surgeon wanted to avoid destruction of bone. The operation was extended around 30 minutes and the anchor was implanted and removed the exposed broken shaft to complete the procedure. It was reported that the surgeon used the original bone hole to complete the procedure. It was reported that the patient's condition post-surgery was stable. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: investigation summary: the nonconformance search/query statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the complaint device was received and reviewed with an npd engineer. Visual observation revealed the distal tip of the anchor is broken. In addition, the anchor and shaft could not be detached. This compliant can be confirmed. A possible root cause would be during the assembly process where a spacer is needed to be used to ensure there is a gap prior to sterilization, as the anchor shrinks during sterilization. If the spacer was not used, this issue can occur. No nonconformances were identified for this product code 222205 - lot # l187234 combination. Further, a review into the depuy synthes mitek complaints system revealed no similar complaint of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed and no non-conformances were identified for the part/lot number combination. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.